Event description:
On (B)(6) 2012, patient underwent uneventful ilasik on both eyes (ou). Patient was seen by co-managing doctor on (B)(6) 2012 who noted epithelial ingrowth on left eye (os). Patient referred back to tlc for flap lift with removal of epithelial ingrowth. Ingrowth removed without incident. On (B)(6) 2012, patient seen at tlc and visual acuity sans correction (vasc) was 20/30+ os. Flap was in position and clear.

Manufacturer narrative:
(B)(4), evaluation: customer indicated that the initial surgery on (B)(4) 2012 was uneventful. Equipment was not evaluated after the reported event which occurred on (B)(4) 2012 due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the initial surgery) will make the evaluation impossible. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.